Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019. The manufacturer¿s international customer specialist confirmed the reported issue. A credit was issued to the customer. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device failed the airflow accuracy test (pvt test 5) at 0 slpm setting. There was no patient involvement